Manufacturer narrative:
Device evaluation: the device related to the reported events deflation received on sep 24, 2025. With lot number 2051088. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed an openings assessed as surgical damage and one opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "right side exchange with no complaint against the device". Healthcare professional later reported "deflation valve" per dt form. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation valve".

Event description:
Healthcare professional reported "right side exchange with no complaint against the device". Healthcare professional later reported "deflation valve" per dt form. The device has been explanted.